Manufacturer narrative:
There is no indication of a systemic product problem and the assay is performing as intended. The run data for the cobas liat analyzer could not be provided. Therefore, the run data could not be reviewed. As a reagent lot could also not be provided, only a limited investigation could be performed. The customer did provide the CT information for each target and so it could be confirmed that the cobas liat run generated a strong detected result for sars-cov-2 with an early CT. Per the assay method sheet ((B)(4)), results from analytical studies show potential for competitive inhibition of lower titer influenza in specimens with higher titer sars-cov-2 also present. Consider further investigation of negative influenza results if a co-infection is suspected and detection of influenza would change clinical management. Based on the provided information, the discrepancy generated appears to be sample specific and due to a known procedural limitation with the cobas® sars-cov-2 and influenza a/b test.

Event description:
The results were not released.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged discrepant results with a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated influenza a positive results using 4 different platforms (cobas sars-cov-2 & influenza a/b qualitative nucleic acid test on the cobas 8800 system, an in-house method, cepheid and cobas influenza a/b & rsv nucleic acid test on the cobas liat system). The sample was repeated on cobas liat using the cobas sars-cov-2 & influenza a/b nucleic acid test as influenza a negative. It is unknown if the results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.